Event description:
It was reported that during a procedure at the user facility the device was overheating. The procedure was completed successfully without a clinically significant delay with no medical intervention and no adverse consequences reported.